Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore. This is one of two lenses used on this pt -see MFR report # 2023826-2006-01442. Add'l info has been requested from the facility but to date none has been forthcoming. If additional info does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conlcusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.